Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noticed the fill tubing was taking more insulin than usual. During troubleshooting with tandem technical support, the customer noticed the luer lock was wet. The customer disconnected and reconnected the tubing and was able to complete load the fill tubing. Additionally, during the reported call the customer stated was experiencing a high blood glucose. The customer's blood glucose (bg) level was 317 mg/dl. The customer stated that the cause of the high bg may be due gastroparesis. The customer delivered a correction bolus to address the bg.